Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the reported issue. When uninstalling and re-installing the application software, resolution could not be confirmed.

Event description:
A site representative reported that, while outside of a procedure, the navigation system would restart when attempting to delete a patient in the framelink application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the cranial application software was upgraded to resolve the reported issue.